Event description:
It was reported that "the doctor found connector broken during clinical setting berfore using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Visual examination of the returned device revealed that the connector was broken. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The connector is a component purchased from a supplier. A CAPA was opened to further investigate this issue and establish corrective actions.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.